Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the shaft was bent and cracked. All pieces are still attached. Manufacturing 100% inspects during the assembly and packaging processes and if this was found would have been rejected. The damage to the shaft is consistent with an external force on the shaft. The customer photo showed the tip of the needle. The needle was cracked. It was reported that the antenna has insulation damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use, the device broke close to the tip during the exit of the ablation antenna. It was noted that the procedure was able to be completed despite the component issue. The breakage was possibly due to excess force and curvature, but confirmation was needed. The antenna sheath or any part of the device did not completely detach, and the broken piece did not fall into the patient cavity. There was no need to perform an x-ray to locate or retrieve the piece, and no additional medical procedure was required to remove it. There was no patient injury. The photo shows a damaged into shaft insulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.